Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2 reference MFR. Report# 1627487-2018-12930. It was reported that one of the patient's s2 leads migrated due to an unrelated surgery. X-rays confirmed the migration of the lead. Surgical intervention may be undertaken to address the issue. It is unknown which s2 lead migrated, therefore both leads are being reported on.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2018-12930. It was reported that the patients leads were explanted and replaced. Therapy was confirmed post-op.